Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported locked average pulsatility index (pi) and left ventricular assist device (lvad) monitor current values; however, a specific cause for these events could not be conclusively determined through this evaluation. A log file analysis was requested by the account due to observation of the patient's pi constantly staying at one single value. Locked lvad monitor current values were also observed through log file analysis. It was later reported that a pump reset was done via a system controller exchange which resolved these issues. The patient is reportedly in stable condition. The submitted log files captured locked average pi and lvad monitor current values starting on 31mar2023 which appeared to have resolved following the reported controller exchange. Despite these findings, the pump operated as intended at the set speed throughout the duration of the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", addresses all pump parameters, including pulsatility index (pi). Furthermore, the heartmate 3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient's pulsatility index (pi) values appeared abnormally stable. Log file interrogation revealed the left ventricular assist device (lvad) monitor current values had become locked on 30mar2023. Functionality of the system was otherwise normal and pump speed was not affected. An electrostatic discharge event was suspected to have occurred around (B)(6) 2023. It was recommended that the customer perform a pump reset to resolve the issue. The pump was reset via a system controller exchange. The patient was reportedly in stable condition.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during a review of the patient's log files, a stuck current value was found.